Manufacturer narrative:
Patient code 3191 captures the reportable event stating that the patient was sent to surgery. Upon receipt at our post market quality assurance laboratory, complete lead was returned intact, not severed. And a cut/cuts were noted in the outer insulation, likely explant damage. Continuity testing passed, indicating conductors are intact. A stylet insertion test failed as a blockage was encountered. Visual inspection revealed no abnormalities, other than induced damage. The lead tip/helix appears intact and undamaged.

Event description:
It was reported that this right atrial (ra) lead was explanted. The patient mishandled the instructions given post operation, therefore, the lead was dislodged. A lead reposition was scheduled. At the reposition procedure, several attempts did not resulted in a positive outcome. The physician thought it best to explant the original lead and implant a new lead. Patient radiation and scarring of the cardiac tissue possibility were the main concern. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was explanted. The patient mishandled the instructions given post operation, therefore, the lead was dislodged. A lead reposition was scheduled. At the reposition procedure, several attempts did not resulted in a positive outcome. The physician thought it best to explant the original lead and implant a new lead. Patient radiation and scarring of the cardiac tissue possibility were the main concern. No additional adverse patient effects were reported.